Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service reporting he breaks out from the transpore plastic tape. There was no patient involvement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).